Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2018. The original surgery is dated (B)(6) 2015. The revision surgery occurred because of reported loosening. During the revision, the serf liner was removed and replaced with a new component and the global stem was removed and replaced with non-omni product.